Manufacturer narrative:
No button error alarm. The insulin pump was received with intermittent button response due to moisture damage keypad trace. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and reservoir tube cracked.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 64 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.